Manufacturer narrative:
Approximate age of device ¿ 4 months and 22 days. Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized on (B)(6) 2017 for gastrointestinal (gi) bleeding. Prior to admission, the patient had dark sticky stools for approximately 1.5 weeks and complaints of increased fatigue, lightheadedness when standing, and shortness of breath. The patient had reported compliance with their medications prior to being hospitalized. Once the patient was admitted they underwent a push enteroscopy, which revealed a jejunal arteriovenous malformation (avm). The avm was cauterized and coumadin was slowly resumed. The patient¿s hemoglobin and inr stabilized and lisinopril was restarted. The patient was discharged home on (B)(6) 2017 with no signs or symptoms of bleeding. No further information was provided.